Manufacturer narrative:
Final device investigation found that the device was returned with the tissue pad melted with the sides of the pad broken off and the center remaining in the groove. The broken plate was returned separately with the device. Upon eval, the device passed all mechanical and electrical testing. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic hysterectomy when the device was removed from the pt, the silicone liner came off in the pt and had to be removed. Another device was used to complete the procedure. There was no pt injury. Add'l info was requested, but no add'l info was provided. A f/u report will be sent of add'l info is received.